Event description:
It was reported that episodes of ventricular fibrillation caused by noise were observed on the ventricular channel. The lead was capped and replaced. Insulation damage was noted. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was with connector pin measuring 16.5cm was returned for analysis. External insulation abrasion was noted at 7.1-8.7cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.